Manufacturer narrative:
This report is submitted on 19 may 2021.

Manufacturer narrative:
This report is submitted on 03 april 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to infection. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2021.